Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that several weeks after catheter placement the catheter began to leak near the hub. No other information was provided, but has been requested. There was no patent injury reported. Additional information reported that an external leak occurred near the hub. PICC was removed and a new PICC placed. Patient had a peripheral IV inserted before the PICC replacement could be rescheduled. Patient had infiltration and needed a 2nd piv before PICC was replaced. Patient was receiving IV antibiotics, e.g. Endocarditis and post knee replacement infection.